Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. A direct correlation between the device and the reported cerebrovascular accident (cva) could not be conclusively determined. The heartmate ii lvas IFU lists stroke and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The patient ultimately underwent a pump exchange on (B)(6) 2017 due to suspected thrombus. (B)(4) was returned and evaluated for that event (reference MFR report # 2916596-2017-01282). The evaluation of the pump revealed the presence of a large thrombus in the outlet stator; however, a direct correlation between the evaluation findings of (B)(4) and the reported cva could not be conclusively determined. Examination of the blood-contacting surfaces did not reveal any anomalies and electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 to outside hospital with a cerebrovascular accident. The patient underwent a right middle cerebral artery embolectomy. The patient's lactate dehydrogenase peaked at 1600 u/l during hospitalization. The patient was on heparin, full dose aspirin and coumadin. No additional information was provided.